Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that there was an issue deploying the helix of this right atrial lead during the implant requiring many rotations. Finally it was believed the helix was deployed fully and electrical measurements were satisfactory. Upon closing up the pocket testing was performed and high pacing thresholds were noted, and an x-ray confirmed a lead dislodgment. The lead was removed and a new lead was implanted. The lead will be returned. No adverse patient effects were reported.